Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported the procedure was being performed in the intensive care unit. The catheter was placed into the pts radial artery. Approx 6 to 8 hrs insertion it was difficult to read blood pressure or to draw back. As a result, the catheter was exchange for the pt. There was a delay in treatment with no pt harm an no pt death or complications were reported. F/u info rec'd (B)(6) 2012 states they keep the patency by connecting the catheter with a monitoring line and saline bag. The saline bag is maintained under pressure at 300mmhg and controlled every 2/3 hrs.